Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer's blood glucose level read "high" mg/dl. Customer loaded a new cartridge and delivered a bolus to resolve the issues.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.